Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire missing occurred. The sensor was inserted into the arm on (B)(6) 2024 no product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, additional information has been received.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. H2: type of follow up- additional information. H6: health effect - impact code - additional. H6: health effect - clinical code - additional.